Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported difficulty to deploy the clip in this incident appears to be related to patient morphology/pathology, which likely resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip. The partial clip movement appears to be a due to a combination of the patient morphology/pathology and a result of the difficult clip deployment. Procedure image was reviewed by an abbott medical advisor, in the image it was noted that there was a gripper actuation issue. A definitive cause for the gripper actuation issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
The additional information was added subsequent to the filed medwatch: procedure image showed there was a gripper actuation issue. One of the grippers was not working, it remained pulled up while the other gripper stayed down. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the difficult clip deployment. It was reported that this was a mitraclip procedure to mixed mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the leaflets were successfully grasped in a1/p1, reducing mr to 1. The catheter shaft and clip orientation was ideal. Upon retracting the actuator knob, the clip did not detach from the shaft. Trouble shooting attempts were made however the clip still did not release. Gentle retraction of the actuator knob with a/p guide torque and stabilizer insert/withdrawal quickly released the clip. There was added stress on the leaflets possibly from the difficult deployment, resulting in mr going from 1 to 2. It was believed that the challenging deployment changed the orientation of the clip. There were no adverse patient effects. The patient is stable. No additional treatment is planned. No additional information was provided.